Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci robotic hysterectomy for fibroids, abnormal bleeding and pelvic pain on (B)(6) 2009. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2009, robotic hysterectomy with lysis of adhesions. It was noted the use of harmonic scalpel and robotic instruments during procedure. The patient was discharged on (B)(6) 2009. On (B)(6) 2010, the patient subsequently was diagnosed with a vesicovaginal fistula and underwent a vesicovaginal fistula repair with left ureteral reimplantation. The patient was discharged on (B)(6) 2010. No further clinical information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post -surgical complications.